Event description:
The patient contacted customer service with questions regarding remote monitoring. The patient reported that they had experienced syncope. No additional details regarding the cause of the syncope were provided. Additional details were requested; however, no information has been provided.